Event description:
It was reported that multiple intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. The customer attempted to change site and load new cartridge but was unable to load new cartridge. Ultimately, the pump was replaced for load issue, and the customer reverted to an alternate method of insulin therapy.